Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a routine generator changeout, and device triggered safety mode status. The physician suspects they may have hit the device can with cautery and requested device be returned for analysis. A new device of a different model was successfully implanted. No adverse patient effects were reported. This product has not been returned for analysis. This report will be updated with pertinent information when product is received and analysis is completed.